Event description:
The customer indicates ECG artifacts, incorrect heart rate and pacer spikes displayed when attached to a pt and not pacing. No harm to pt.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaints of ECG artifact, incorrect heart rate and pacer spikes were confirmed and all caused by a weak connection between a cable and its connector on the preamp circuit board. The connector was removed and the cable was soldered directly to the circuit board per present process to resolve the issue. Upon completion of repairs, the device was returned to the customer.